Event description:
It was reported, "the pt complained about having a sore hip. She said it has been painful for sometime."

Manufacturer narrative:
Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2041-2850, lot # unk, description: omnifit ser ii insert-10 deg; cat # 6001-2810, lot # 30987801, description: c-taper cocr head 28 mm/+10. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.